Event description:
It was reported that during an in clinic follow-up, the atrial lead exhibited loss of capture and loss of sensing. The lead was disabled. The patient was stable and would be monitored.